Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 183420, bearing, lot # 686210, 183006, femoral component, lot # 661020. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01754, 0001825034 - 2020 - 00042.

Event description:
It was reported that approximately 4 years post implantation, the patient was revised of the bearing due to complaints of pain and a catching feeling. During the revision, there was darkening surrounding tissue consistent with metallosis. The metal components were not revised. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned bearing identified wear with deep nicks and a chunk of poly material fractured off. Provided x-rays also showed posteromedial narrowing consistent with poly wear/failure. Metallosis was also found throughout the synovium. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.